Manufacturer narrative:
Sample was li heparin with a gel barrier that was centrifuged for 5 minutes at 4500g. Sample appearance was normal and was aspirated from the primary collection tube for analysis. Qc was within the customer's established ranges prior to and after the erroneous results. A system check was performed, by the customer, on (B)(6) 2010, and the wash portion failed. The customer repeated the system check that same day and it met specifications. A field service engineer (fse) was dispatched on (B)(4) 2010 and performed a high sensitivity (hs) system check which met specifications. No hardware issues were noted. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a falsely elevated troponin (accutni) result within the risk stratification range and a creatinine kinase - mb (ckmb) result above the normal reference range for one patient's sample that was generated by the access 2 immunoassay system. The sample was recentrifuged prior to repeat analysis with results in the normal reference ranges. The patient was given aspirin and an EKG was performed due to the erroneous results.